Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lead will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements. Review of measurements found impedances had gone back into an acceptable range and appeared to be stabilizing. No adverse patient effects were reported.